Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not playback cine runs and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.